Event description:
Patient was being transported from the operating room to the cardiac ICU following surgery. The patient was just outside the ICU room when the ECMO shunt line tubing became disconnected from the manifold. This resulted in air entrapment in the tubing and blood loss. Patient required about 5 minutes of CPR in order to retain life while the air was drawn back from the circuit and tubing was reconnected. Manufacturer response: for tubing, cardiopulmonary bypass, (brand not provided) (per site reporter).